Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) were not working well for over a month prior to the report, and the pain level had worsened. It was indicated that the ins would not charge. The patient was implanted for multiple back operations.

Event description:
Additional information was received from the patient that reported that the patient's device was not working and that she could not get the device to turn on.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.